Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that at a pump refill appointment an active ¿reservoir empty¿ alarm occurred. After a successful refill, the alarm was still active. It was noted that there were no known factors that may have led or contributed to the issue. After following the instructions in the customer letter for field action fa 1440 (point 1), the alarm was silenced and the problem was solved. No surgical intervention was planned, and the issue was resolved as of 2025-feb-28. The patient was without injury regarding their status as of 2025-feb-28. The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that there was no device/therapy/programming issue related to the pump going empty. It was a planning issue. The reservoir alarm had only just started and the refill was carried out shortly afterwards. Almost 1ml could still be aspirated during the refill. The occurrence of the alarm was correct. The serial number for the pump was unknown. The implant date of the pump was provided.